Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#triathlon femoral distal augment 15mm - size 4 left ; cat#5542-a-401 ; lot#kmnu. Device name#tri press-fit stem 16x150mm ; cat# 5566-s-016 ; lot# m9l39g. Device name#triath total knee sys offset adapter 2mm ; cat#5570-s-020 ; lot#0068115d. Device name#tri ts femur sz4 left ; cat#5512-f-401 ; lot# buz4s. Device name#triathlon stem extender 25mm ; cat# 5571-s-025 ; lot# p83aev. Device name#tri post augment sz4 5mm ; cat#5543-a-400 ; lot#bgt9i. Device name#tri post augment sz4 5mm ; cat#5543-a-400 ; lot#bgt9i. Device name#triathlon stem extender 50mm ; cat# 5571-s-050 ; lot# yw4arn. Device name#triathlon femoral distal augment 15mm - size 4 left ; cat#5542-a-401 ; lot#vaeb. Device name#triathlon fem cone aug sz 4l ; cat#5549-a-341 ; lot#d5t5. Device name#triathlon stem extender 50mm ; cat# 5571-s-050 ; lot# d768my. Device name#tri ts baseplate size4 ; cat# 5521-b-400 ; lot#bxt4xa. Device name#triathlon stem extender 25mm ; cat# 5571-s-025 ; lot# ml5vvd. Device name#triathlon sym cone aug sz b ; cat#5549-a-120 ; lot#epa6. Device name#triath total knee sys offset adapter 4mm ; cat#5570-s-040 ; lot#0056033a. Device name#tri lm/rl tib aug sz3 5mm ; cat#5545-a-301 ; lot#erfaa5a. Device name#tri rm/ll tib aug sz4 10mm ; cat#5546-a-402 ; lot#ereml4d. Device name#tri rm/ll tib aug sz3 5mm ; cat#5545-a-302 ; lot#erffh8d. Device name#tri press-fit stem 15x150mm ; cat#5566-s-015 ; lot#0041488h. Device name#tri lm/rl tib aug sz4 10mm ; cat#5546-a-401 ; lot#eresa8a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left knee was revised due to infection. All implants were removed.